Manufacturer narrative:
H6: updated conclusion code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Destructive analysis determined there was a hole in the internal pump tube which allowed drug to leak into the motor containment area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1 ¿ additional phone number for initial reporter (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (10 mg/ml at 0.063 mg/hr) and bupivacaine (10 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that the patient had their pump implanted on (B)(6), 2023 and recently it had had multiple motor stalls and recoveries. The stalls were progressively lasting longer. The hcp denied any emi (electromagnetic interference) or magnetic interaction. Additional information was received on 16-jul-2023 from another hcp via a company representative who reported that the pump was stalling and recovering repeatedly. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The diagnostics/troubleshooting performed was noted to be that the patient came into the physician¿s office to get the pump read and it showed that it was in a critical alarm pump motor stall and then it recovered, and it was repeatedly doing that. The pump activity logs on the date of the report showed [(B)(6), 23 9:09 pm ¿critical alarm ¿ pump motor stall occurred¿; (B)(6), 23 10:07 pm ¿pump motor stall recovery¿; (B)(6), 23 4:42 pm ¿critical alarm ¿ pump motor stall occurred¿; (B)(6), 23 7:07 pm ¿pump motor stall recovery¿; (B)(6), 23 10:03 pm ¿critical alarm ¿ pump motor stall occurred¿; (B)(6), 23 10:24 pm ¿pump motor stall recovery¿; (B)(6), 23 6:37 am ¿critical alarm ¿ pump motor stall occurred¿; (B)(6), 23 2:41 pm ¿pump motor stall recovery¿; (B)(6), /23 4:33 pm ¿critical alarm ¿ pump motor stall occurred¿; (B)(6), 23 5:30 pm ¿pump motor stall recovery¿; (B)(6), 23 5:36 am ¿critical alarm ¿ pump motor stall occurred¿; (B)(6), 23 5:47 am ¿pump motor stall recovery¿; (B)(6), /23 7:27 am ¿critical alarm ¿ pump motor stall occurred¿]. The pump was replaced on the date of the report. It was noted that the issue was resolved, and that the hcp had no further information to provide regarding the event.